Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) device and lead system were exhibiting diminished r-waves associated with oversensing and the delivery of inappropriate shocks.